Event description:
During a pacemaker replacement procedure, it was reported that the subject device did not recognize the associated lead as bipolar, and pacing was provided only when it was inserted in the pocket (unipolar behavior). Another attempt was made to connect the lead but it was noticed that the lead was "stuck on the ring" and "it couldn't reach the end of the connector." Another pacemaker was subsequently implanted instead, and no issues were identified to the lead. It was noted that a temporary pacemaker was utilized by the physician during the implant attempt.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.